Event description:
It was reported that a spectrum infusion pump had an unidentified alarm. The customer reported that the device "completely shuts down during an infusion". It was also reported that there were no patient incidents.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.